Event description:
The pt had previous surgery at another facility in 2006 for decompressive hemilaminectomies l4-5 bilaterally with preclude placement, antiadhesive layer. She presented with intractable exertional leg pain. During surgery in 2008 for l4-5 decompressive laminectomy an inflammatory mass was excised off the underlying dura of the thecal sac and right l5 root. As this mass was excised, a foreign substance, which appeared to be consistent with rubber, was removed. On the left side there was another large inflammatory mass over the lateral aspect of the thecal sac and left l5 nerve root. When this inflammatory mass was removed, there again appeared to be a foreign body consistent with rubber. In '06, surgical fibrillar was placed over the preclude with closure over 2 drains.